Manufacturer narrative:
Additional information was added to h6 and h11: h11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization (B)(6) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Event description:
It was reported that an external leak (fluid) was observed from the pipeline joint of a prismaflex st 100 set c during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.